Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device does not turn on and does not turn off intermittently which was reproduced. The evaluator found an automatic output of the #2 key and determined that the keypad may have caused the customer to have difficulty powering the device on or off. The reported symptom was verified and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump will not turn on and turn off intermittently. There was no known patient injury or medical intervention associated with this event. No additional information is available.